Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation of the heart wall. Additional information from the field representative indicates that the patient was having sharp pains in his chest and upon further examination the sharp pain coincided with atrial pacing. A chest x-ray was performed and it was determined that this lead was suspect for possible perforation. This lead was successfully replaced. The patient was provided with intravenous antibiotics. No additional adverse patient effects. The lead is not expected to be returned as it was kept by the hospital.